Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during a right hamate fracture repair on (B)(6) 2017. As the surgeon was drilling with the 1.1mm drill bit, the bit broke off into the volar aspect of the hand. The bit fragment was unable to be retrieved. The surgeon attempted to retrieve the fragment for approximately ten minutes. The surgeon then decided to leave the fragment in the soft tissue to avoid additional intervention. Additional fluoroscopy was required to help to locate the fragment. No additional surgical delays were reported or medical intervention required. The procedure was completed successfully with the patient in stable condition. Concomitant medical products: competitor¿s power drill (part #unknown, lot #unknown, quantity 1), unknown cortical screw (part #unknown, lot #unknown, quantity 1), 1.5mm val strut plate 8 holes (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 03.130.202, lot# f-18999. Manufacturing location: (B)(4), manufacturing date: dec 17, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.